Manufacturer narrative:
It was reported that this customer does not document patient ethnicity or race, therefore it is unknown. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4).

Event description:
It was reported that the event involved a daybreak sleep appliance device used by a 30-year-old male patient. During normal use, the top left side button dislodged from the device, but it still attached to the band, so no choking hazard occurred. Per the report no patient symptoms or injury was associated with the event. The appliance was delivered on (B)(6) 2026. The patient first noted the issue on (B)(6) 2026, and discontinued use of the device on (B)(6) 2026. No additional medical or surgical procedures were reported. The reporter's office location is in (B)(6). Per the report, the patient followed the recommended cleaning and storage directions.